Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to use infusion sets due to needle guard not being attached and other cannulas were bent. Customer discarded box of damaged infusion sets. Customer's blood glucose was 400 mg/dl. Customer was advised that infusion sets would be replaced.